Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary (rca) artery. A non bsc guide catheter was engaged to the lesion and a non-bsc guide wire crossed the lesion. Intravascular ultrasound (ivus ) was performed using an opticross coronary imaging catheter and a 3.5x15 non-bsc balloon catheter was used for predilation. A 3.50x24mm promus element plus stent was selected to treat the lesion; however the device was unable to be advanced to the target lesion. The physician added another non-bsc guide wire, two wire technique was performed but the issue was not resolved. The physician removed the 3.50x24mm promus element plus stent and the proximal portion of the device was found to be lifted. The procedure was then completed with another 3.50x24mm promus element plus stent using a non-bsc 4f child catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found no kinks along the entire length of the shaft. An examination of the crimped stent identified that the proximal edge of the stent was damaged. Stent struts at the proximal end of the stent were bunched and misaligned. No other damage was noted along the rest of the stent. The balloon did not appear to have been subjected to any positive pressures. No issues existed with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary (rca) artery. A non bsc guide catheter was engaged to the lesion and a non-bsc guide wire crossed the lesion. Intravascular ultrasound (ivus ) was performed using an opticross¿ coronary imaging catheter and a 3.5x15 non-bsc balloon catheter was used for predilation. A 3.50x24mm promus element¿ plus stent was selected to treat the lesion; however the device was unable to be advanced to the target lesion. The physician added another non-bsc guide wire, two wire technique was performed but the issue was not resolved. The physician removed the 3.50x24mm promus element¿ plus stent and the proximal portion of the device was found to be lifted. The procedure was then completed with another 3.50x24mm promus element¿ plus stent using a non-bsc 4f child catheter. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).